Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one inpact admiral balloon catheter was used to treat the right middle superficial femoral and distal superficial femoral artery (r1). On the same day post procedure, the patient suffered from distal thrombus in the tibio-fibular trunk. The event was treated with a manual thrombectomy. Patient recovered. It was stated that the ae is causally related to an underlying condition or disease. The site commented that the thrombus appeared after the use of the inpact admiral balloon catheter and after the placement of the two stents and that thrombus cannot necessarily be attributed to the inpact admiral balloon catheter.